Event description:
It was reported that the ventilator did not boot up. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not boot up. Our field service engineer confirmed the problem and replaced the dc/dc & standard connectors pcb according to the recommendations in the service manual. The ventilator was cleared for clinical use after passed functional and safety tests. A visual inspection of the returned dc/dc & standard connectors pcb showed that an inductor in the panel control circuit was damaged. Electrical measurements confirmed that the inductor was broken. Traces of liquid were found near the inductor. When tested in the reference ventilator the user interface was black/blank and a high pitch noise was heard. The conclusion in this matter is that a broken inductor on the dc/dc & standard connectors pcb caused a power loss for the user interface panel. This power loss will not affect ongoing ventilation, should the fault condition appear during ventilation, but it's not possible to operate the ventilator from the user interface. Traces of liquid were found which likely caused a short circuit on the pcb and broke the inductor. How the liquid entered the ventilator is not known.

Event description:
Manufacturer's ref #: (B)(4).